Manufacturer narrative:
The lot history record of the reported lot number has been reviewed and no quality issues were noted.the device will not be returned for analysis as it was implanted in the patient; therefore, the event cause could not be determined.(B)(4).

Event description:
Medtronic (covidien) received information that the patient presented with ipsilateral intracerebral hemorrhage ten days post pipeline flex procedure to treat an intracranial aneurysm embolism of an unruptured saccular right a2 anterior cerebral artery. The pipeline flex was deployed with desired wall apposition and position. Patient had extreme tortuosity. No patient injury was reported as a result of this procedure. Ten days post procedure, the patient presented with ipsilateral hemorrhage in 3 separate areas. There were 2 hemorrhage areas in the anterior flow where the pipeline flex was placed. There was 1 hemorrhage in the posterior flow. Patient is now in stable condition. The device will not be returned because it was successfully implanted. The patient received dual antiplatelet treatment with normal pru levels.